Event description:
It was reported that the subject device malfunctioned and noticed the image is ¿blurry and faded¿. The issue happened during preparation prior to an unspecified procedure. There was no patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device malfunctioned and noticed the image is ¿blurry and faded¿. The issue happened during preparation prior to an unspecified procedure. There was no patient involvement.

Manufacturer narrative:
Updated fields: g3, h2, h3, h4, h6, h10, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dust inside the charge-coupled device, and a failed water leak test from the cable. Based on the results of the investigation, it is likely the following led to the malfunction: the blurry image was due to a bad charge-coupled device. The most probable cause of the complaint is component failure. Olympus will continue to monitor field performance for this device.